Event description:
During a laparoscopic cholecystectomy procedure, the device was spitting out the clips ; therefore, not allowing them to stay on the vessels. There was no pt consequence. The case was completed with another device of the same product code.